Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation was performed and revealed the patient's right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout.